Event description:
It was reported that this right atrial (ra) lead has dislodged at some point after implant procedure. The patient is scheduled for a revision. This lead remains in service. No adverse patient effects were reported.